Event description:
Patient underwent inferior vena cavogram and inferior vena cava (ivc) filter placement without complication about 9 years ago. CT of abdomen/pelvis completed this year incidentally identified one of the legs of the ivc filter appears to penetrate the wall of the aorta just above the aortic bifurcation. Recommend consultation with vascular surgery. At time of this report no additional interventions required.